Event description:
It was reported that the patient presented to the hospital for a system implant procedure on (B)(6) 2022. While attempting to implant the right atrial (ra) lead, it was noted that the lead was not capturing and had several sensing issues. It was also observed that there was low pacing lead impedance and noise on the ra lead. The anomalous ra lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of low lead impedance, no capture, inconsistent sensing and noise were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.